Manufacturer narrative:
Exemption number e2015055. Twenty five devices were received for evaluation; 24 events were confirmed during testing. Twenty devices were affected by drive link failures. Two devices were affected by drive link failures and a worn sag head. Two devices were affected by drive link failure and bearing damage. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One device is available for evaluation but has not yet been evaluated.   There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 26 malfunction events, in which the device overheated. Ten reported events had no patient involvement; no patient impact. Twelve reported events had patient involvement with no patient impact. Four reported events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event.

Event description:
This report summarizes 26 malfunction events, in which the device overheated. Ten reported events had no patient involvement; no patient impact. Twelve reported events had patient involvement with no patient impact. Four reported events had no known patient involvement or patient impact.